Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. A few days later the patient received multiple inappropriate shocks. The right ventricular (rv) lead was noted to have high pacing impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.